Event description:
Caller reported a malfunction on the pump, specifically a malfunction code indicated as "malf 0." There was no adverse impact to the customer's blood glucose level as levels did not exceed 500 mg/dl. Technical support provided the caller with pump reset information and assisted in resetting the pump, after which the malfunction did not recur. The customer was informed to continue using the pump and advised to call back if any malfunction codes returned, which the customer acknowledged and understood.